Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, a 18f manta was deployed for closure. Arteriotomy was 6.6mm with moderate medial calcification, deployment depth measurement of 4.5 + 1; and access positioned in the upper mid femoral head region. Micro puncture and sheath angios were utilized to gain access. No issues were noted advancing or withdrawing procedural sheaths. A dissection and a small amount of collagen partially inside the vessel were seen post deployment. Balloon inflations were applied, and a self-expanding stent was deployed and flow was restored. Dissections are a common event in large bore procedures. It is inconclusive if the dissection was caused during the procedure or by the manta closure device. The following adverse event related to the deployment of vascular closure devices has been identified in the IFU: local trauma to the femoral or iliac artery wall, such as dissection. The risk of failing to achieve hemostasis and other access complications that require surgical intervention have been identified as potential adverse events related to the vascular closure device in the IFU. Precautions listed states if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The risk documentation was reviewed, and this incident is a known risk. The root cause of the occlusion was likely due to collagen in the vessel. The root cause of the collagen in the vessel is potentially due to a dissection, getting caught on the dissection, and pulled the collagen into the vessel. Dissections are a common event for large bore procedures. It is inconclusive if the dissection was caused during the procedure or by the manta closure device.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: after manta deployed there was a dissection and small amt. Of collagen in vessel. Vessel ballooned and stented with self expanding stent 8x40 mm to rfa.